Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote es balloon catheter was selected to dilate the lesion. On the first inflation. The balloon ruptured at 14 atmospheres for 60 seconds. A non bsc balloon was used but still unable to dilate the lesion. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR.; visual and tactile inspection revealed blood in the inflation lumen. The catheter was examined under magnification. There was a longitudinal balloon tear 9mm long on the proximal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion. On the first inflation. The balloon ruptured at 14 atmospheres for 60 seconds. A non bsc balloon was used but still unable to dilate the lesion. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).